Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results non-fasting range from 100 to 140mg/dl. Customer feels weak and observed to sound lethargic on the phone. Customer stated she doesn't require medical attention. Customer was discharged from hospital on (B)(6) 2015 due to blood glucose levels of 1300 mg/dl. Back to back blood test performed during call fasting ((B)(6) 2015; 3:13pm) with results of "hi" and "hi". Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is (B)(6) 2015. Meter memory unable to be recalled since meter is new. No adverse event reported at time of call.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results non-fasting range from 100 to 140mg/dl. Customer feels weak and observed to sound lethargic on the phone. Customer stated she doesn't require medical attention. Customer was discharged from hospital on (B)(6) 2015 due to blood glucose levels of 1300 mg/dl. Back to back blood test performed during call fasting ((B)(6) 2015; 3:13pm) with results of "hi" and "hi." Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is (B)(6) 2015. Meter memory unable to be recalled since meter is new. No adverse event reported.